Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. The tip cover accessory was not returned. Therefore, the cause of the customer reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the tip cover accessory fell into the patient and was retrieved during the same procedure. A post-operative x-ray was performed; the result of the x-ray is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover fell during removal of the instrument. The instrument collided with another instrument or other hard material during the surgical procedure, but the fragment did not fall during an instrument tip/accessory collision. Upon final removal, the wrist was not straightened, and resistance was felt; it was possible that the wrist was bent. The surgical staff did not notice any damage to the cannula or other instrument damage after the event occurred. The tip cover was removed using a laparoscopic instrument. All fragments were retrieved. No additional surgical procedure was required. A post-operative x-ray was performed. The procedure was completed robotically. The patient has not returned to the hospital due to post-surgical complications. The associated accessory was not available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis and confirm/identify the failure mode. However, the monopolar curved scissors instrument was received and evaluated by the failure analysis team on 30-dec-2024. No product issue was identified. Visual inspection identified an additional unrelated observation of scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. There was no material missing. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided since the product was not returned. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.